Event description:
During initial patient training and set-up, the battery was placed on the charger and the "bad battery" icon on the charger displayed. The battery was removed and placed back on the charger and the same icon displayed again. The battery was replaced.